Event description:
At the first refill visit the expected reservoir volume was 4 mls; the actual volume was 24 mls. Pump interrogation showed no alarms or warnings. There was no sign that the catheter was kinked. Neither a dye study nor a rotor study was completed. It was unknown if the patient experienced withdrawal. The hcp was unable to refill the pump, even under fluoroscopy. The pump was replaced. The device system was used to administer lioresal. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.